Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis, haemorrhoids and parity 1. Previously administered products included minidril. Concomitant products included chlormadinone acetate (luteran). On (B)(6) 2012, the patient started essure. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), fatigue ("fatigue"), back pain ("pain in sacrum and right buttock / pain while moving house / pain worsened with menstruation or heat / lumbar pain / pain and neuralgia in pudendal region towards buttock"), dyspareunia ("major dyspareunia involving burning sensation 6 months ago, variable depending on position"), burning sensation ("major dyspareunia involving burning sensation 6 months ago, variable depending on position / burning in lumbar region"), proctalgia ("pain to the right of anus") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel") and paraesthesia ("paraesthesia of left side of lip and nose"). The patient was treated with ketamine, tramadol, tranexamic acid (exacyl) and surgery (salpingectomy and hysterectomy on (B)(6) 2017). Essure was withdrawn. At the time of the report, the pelvic pain, dyspareunia, proctalgia, menorrhagia, allergy to metals and paraesthesia outcome was unknown and the fatigue was resolving and the back pain and burning sensation had resolved. The reporter provided no causality assessment for pelvic pain, fatigue, back pain, dyspareunia, burning sensation, proctalgia, menorrhagia, allergy to metals and paraesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: allergy test result was positive nickel allergy. On an unknown date: nuclear magnetic resonance imaging result was no exacerbation of multiple sclerosis. On an unknown date: x-ray result was essure correctly positioned. Company causality comment: this medically confirmed, spontaneous case report refers to female patient who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She was submitted to salpingectomy and hysterectomy with removal of essure inserts (approximately 4.5 years after device placement). The reported event is anticipated according to essure's reference safety information. During essure therapy, pelvic pain may occur. In this case, the event started 8 months after essure placement. No information was given about concomitant gynecological conditions which could be an alternative explanation for this event. Based on essure safety profile and event's nature; causality with the suspect insert cannot be excluded. In addition, patient reported allergy to nickel, dyspareunia and menorrhagia amongst other events. This case was considered an incident, since device removal was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple sclerosis in 1992, haemorrhoids and parity 1 in 1997. Previously administered products included for an unreported indication: minidril. Concomitant products included chlormadinone acetate (luteran). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), back pain ("pain in sacrum and right buttock / pain while moving house / pain worsened with menstruation or heat / lumbar pain / pain and neuralgia in pudendal region towards buttock"), dyspareunia ("major dyspareunia involving burning sensation 6 months ago, variable depending on position"), burning sensation ("major dyspareunia involving burning sensation 6 months ago, variable depending on position / burning in lumbar region"), proctalgia ("pain to the right of anus") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced allergy to metals ("allergy to nickel") and paraesthesia ("paraesthesia of left side of lip and nose"). The patient was treated with ketamine, tramadol, tranexamic acid (exacyl) and surgery (salpingectomy and hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, proctalgia, menorrhagia, allergy to metals and paraesthesia outcome was unknown, the fatigue was resolving and the back pain and burning sensation had resolved. The reporter provided no causality assessment for allergy to metals, back pain, burning sensation, dyspareunia, fatigue, menorrhagia, paraesthesia, pelvic pain and proctalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test on an unknown date: positive nickel allergy. Nuclear magnetic resonance imaging - on an unknown date: no exacerbation of multiple x-ray on an unknown date: essure correctly positioned. The list of device similar events contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 10-jul-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 3083 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode f the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 7-jul-2017: quality-safety evaluation received. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.